Event description:
The patient experienced a loss of stimulation sensation. The ipg light on the programmer was blinking. Per the hcp, the ipg battery depleted prematurely and was replaced. The patient received excellent pain control after replacement. No surgical complications were reported.